Event description:
It was reported via repair order that the bed had no motor functions. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair order that the bed had no motor functions. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaulation results provided by customer stating the fowler motor was faulty and had stopped working. (B)(4).

Manufacturer narrative:
(B)(4): customer to perform own repair.